Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely as the estimated longevity remaining decreased from two years in (B)(6) 2023 to the device not being able to be interrogated one year later. There is no evidence to suggest a request was made to have data from this device analyzed. The device was subsequently explanted and replaced. No additional adverse patient effects were reported. The device is not expected to be returned for analysis as it was not handed for return by the healthcare facility.

Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely as the estimated longevity remaining decreased from two years in june 2023 to the device not being able to be interrogated one year later. There is no evidence to suggest a request was made to have data from this device analyzed. The device was subsequently explanted and replaced. No additional adverse patient effects were reported. The device is not expected to be returned for analysis as it was not handed for return by the healthcare facility.